Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a warning for high undefined left ventricular (lv) lead impedance and rising lv thresholds. It was also noted that the right ventricular (rv) lead pacing impedances experienced abnormal spikes and out of range (oor) high measurements in addition to fluctuating rv lead thresholds. During clinical evaluation, it was noted that the rv lead numbers had returned to normal and no noise or impedance issues could be reproduced with pocket manipulation or isometrics. A chest x-ray was completed and there were no visible signs of a problem. The rv lead remains in use. The lv lead was reprogrammed to a different vector with suitable parameters and remains in use. Several days later apparent rv lead sensing of atrial pacing was seen and it was noted that the rv lead impedance had spiked out of range again. No patient complications have been reported as a result of this event.

Event description:
It was further reported that an exploratory revision procedure was performed. Upon opening the pocket, the rv lead was given a slight tug and the lead popped out of the device header. Lead testing was performed through the analyzer, and all numbers were within normal limits. The lead was re-inserted into the header and tightened with a wrench. The issues were resolved.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.